Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the ventilator alarmed vent inop due to air valve liftoff failure. There was no patient involvement.

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the ventilator alarmed vent inop due to air valve liftoff failure and the blower and blower cooling fan are not turning.